Event description:
Reported on (B)(6) 2015. A feeding tube was inserted in a pt with an already tenuous respiratory system, bordering on reintubation. Chest x-ray revealed the feeding tube was in the left lung. No further info available. The customer name and contact info is not available.

Manufacturer narrative:
The feeding tube was not returned for eval no was the customer info provided. Without further info no additional investigation can be performed. Tube placement is dependent on the clinician and pt not the feeding tube itself. Lung placement is a known risk of any nasogastric tube placement procedure.